Event description:
Pupillary block: the patient underwent an extracapsular cataract extraction with posterior chamber intraocular lens. Before the surgery their intraocular pressure (iop) was 10 mm/hg and their visual acuity was 20/400. After the surgical operation the patient developed pupillary block with iop increased until 60 mm/hg. Intervention was required: the patient underwent a yag laser iridotomy. Besides, they were treated with topical beta-blockers, topical and systemic carbonic anhydrase inhibitors, topical alfa-adrenergic agonists, hyperosmotic agents and topical steriods. The event lasted one week. The patient recovered. At the time of the outcome, their iop was 6 mm/hg and visual acuity was 20/300. The reporting physician considered the event to be related to the iol implantation. The co agrees on that assessment.